Event description:
Philips received a complaint from the customer reporting the display of the v60 ventilator would not come on. The device was not in clinical use. There was no report of harm or other patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the display screen was dark. The bme confirmed there was power to the device. The customer reported a refurbished user interface (ui) assembly sourced from a third part vendor was installed. After replacement, the display turns white when the device was turned on but then goes black again. The bme stated the ui assembly replacement came with a nav ring. The rse advised that the nav ring is not approved for use in the united states, nor did philips recommend the use of refurbished parts on the v60. Investigation ongoing / resolution pending

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered ui assembly, w/nav-ring, gray, v60 aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.